Event description:
It was reported that the patient underwent a malleable penile prosthesis revision due to a distal erosion on the left side causing discomfort. It was noted that the patient had pain and health issues contributing to erosion. The device was replaced with an 11-mm tactra. No further patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instruction for use.

Event description:
It was reported that the patient underwent a malleable penile prosthesis revision due to a distal erosion on the left side causing discomfort. It was noted that the patient had pain and health issues contributing to erosion. The device was replaced with an 11-mm tactra. No further patient complications reported.